Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and visual inspection revealed the nosetube was separated from the nose cone. The reported condition was confirmed. Evidence indicated this was due to usage wear over time. Ref: (B)(4).

Event description:
Report received from the USA stating that the attachment device "came apart". It was unk to the reporter if the device as used in surgery. It was unk to the reported if injuries or medical intervention were reported. It was unk to the reporter if there was a delay in surgery as a result. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. Upon completion of the evaluation, a supplemental report will be sent.